Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted from 100% to 60% overnight. Blood glucose level was 119mg/dl. Tandem technical support advised the customer to fully charge the pump to address the issue. During a follow-up, the customer's battery was once more observed to be depleting quickly. Reportedly, the customer continued to use the pump for insulin therapy.